Event description:
It was reported, that during a tka surgery. After the tibial base surface was cleaned, when placing the gii ps insert sz 3-4 9mm, with the gii articular inserter/extract without obtaining the click. That indicates the correct anchorage and after trying it again, the tibial component lodged. It was decided, to remove the implant (tibial base and insert). On the table, the insert was tested again obtaining the same result. The specialist determined, to re-cement the component and place an gii ps insert sz 3-4 11mm instead. The procedure was resumed, after a significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the gii ps insert sz 3-4 9mm. Therefore, no investigation is deemed for the other devices. This device was not returned for evaluation. However, the photographs were reviewed, and revealed that the insert shows signs of use. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Based on the evidence provided, the unsatisfactory experience could be confirmed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device reveals scratches and gouges in the surface of the device. The visual also reveals the device has damage along the base, more than likely from attempted insertion. The returned complaint device's anterior lock detail and posterior dovetail features are damaged based on visual inspection. This damage appears to be from attempted use and has the potential to cause an event during attempted mating to the tib base as described in the complaint. Based on the information provided, the unsatisfactory experience could be confirmed. Factors that could contribute to the reported event include size selected or insertion technique. This device is subjected to multiple visual and dimensional inspection during processing, and this type of damage has a high likelihood of detection during these inspections. Additionally, this is the only complaint for this batch, which was manufactured in 2023 and has a high likelihood of having additional parts from the batch being used in surgery. The dimensional inspection of the returned device did not indicate the product was defective at the time of shipment from the manufacturing site. All measurable critical features that could be measured were within specification. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.